Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. No device was returned and no part or lot numbers were provided. Mfg records could not be reviewed without a lot number. An investigation could not be conducted and no conclusion could be drawn.

Event description:
A pt implanted approx 18 months ago with a prodisc-c device showed anterior ossification on follow up x-rays. The surgeon does not have plans to revise the pt.